Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was told that her pump site was infected, and the pump needed to be removed. She stated that she had experienced sharp pains at the pump pocket site on (B)(6) 2021. She also saw fluids coming out of the site and had a fever. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. She saw her pump managing physician a couple of days after her implant surgery and was told to call the neurosurgeon to get some antibiotics because she had not been prescribed any after the procedure and he noticed that the pump pocket was red. On (B)(6) 2021, the neurosurgeon opened the wound up in the hospital and cleaned the pocket out. The patient was still experiencing a lot of pain, so the pump was being explanted on (B)(6) 2021. It was noted that the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event.